Manufacturer narrative:
The device was returned to our us facility, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during a case on (B)(6) 2025 (case type info was not provided), the device emitted a burning smell and showed an error code. They were able to complete the procedure using a back-up device, without any patient impact.